Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, the patient stated that this occurred during dwell three of four. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, a leak was noted near the junction of an unknown tube and an unknown bag. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the system error 2240 was a leak in the cassette tubing that introduced air into the system. The cause of the leak could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.